Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-dec-2022. H6: investigation summary the customer reported the tubing is coming apart at the drip chamber, and returned a photo of the incident. The photo verifies the reported failure. There were also 432 samples returned: 400 unused samples in the boxes - lot 22049032; 2 unused in packaging - lot 22029851; 29 out of packaging loose in bag - unknown lot - no failures found; 1 failure found in its own bag - lot unknown. The second batch number returned was ran as well as the first, but the failed sample is assumed to be lot 22049032. Besides the 1 returned failure, none were found, however not all boxed samples were tested. The complaint is verified. The root cause is traced to a funded project underway to fix the solvent dispensers at the drip chamber junction. Device history record review for model 10014881 lot number 22049032 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 10014881 lot number 22029851 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set, the component separated and led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the tubing comes apart from the drip chamber which has resulted in chemotherapy spill.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set, the component separated and led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the tubing comes apart from the drip chamber which has resulted in chemotherapy spill.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.